Event description:
It was reported that during the pre-test the foley catheter valve came off.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjx2981. Visual evaluation of the returned sample noted the inflation cap/inflation port was disconnected. This does not meet specification per (B)(4), which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap [2] without cuts, holes or tears on the inflation arm". Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "improper dimension or tolerancing". However, there was insufficient information to confirm this potential root cause. The reported event is addressed within the labeling as it states: [warnings]: method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] [Directions for use]: method of use: be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] [Directions for use]: method of use: to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test the foley catheter valve came off.